Manufacturer narrative:
This MDR is part of a remedial submission made in response to FDA form 483 observations to ensure full reporting compliance.

Event description:
It was reported that the user experienced nighttime low glucose readings in the 60s detected by cgm, sometimes for a couple of hours, and treated these with oral glucose; the user planned to confirm lows with a fingerstick and was advised that compression of the cgm sensor during sleep could cause false low readings. Symptoms included no reported clinical effects. Outcomes included no medical intervention, no hospitalization, no ketone testing, and no alerts or alarms reported. Investigation included troubleshooting and education, with assignment for additional training. Investigation of this case revealed an unclear cause of hypoglycemia, with the possibility of cgm compression artifacts discussed; device malfunction was not reported. It was concluded, based on previously established findings for similar reports, that the cause was unclear.